Event description:
A male patient called to report that the device was giving him continuous "adjust belt" messages. The messages started that morning after he removed the device to shower. When he put the device back on, and reconnected the electrode belt, the device gave him the messages every 3 to 4 minutes. A lifecor support representative asked the patient to check the electrode belt connections for any bent pins. He did not see anything out of the ordinary. The patient's downloaded data showed a sudden increase in all electrode falloff and a increase in dual lead noise. A replacement electrode belt was provided.